Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to remove the cartridge from the pump and perform a 9-unit bolus, which was completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.